Manufacturer narrative:
In response to FDA report number mw5087899. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported via regulatory agency ¿patient with h/o of breast ca, underwent reconstruction with salt loss textured impatient. Breast implant associated alcl, from salt-loss textured implant. Atypical lymphoid cells, cd30+¿. Device has been explanted. This record is for the an unknown side.